Manufacturer narrative:
Analysis of the device is in process; the results will be forwarded when available. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient had a viral infection and at that time the thresholds on the right ventricular (rv) lead were high, the outputs increased and the rate increased to ninety. It was also reported that the device had premature battery depletion. The physician is interested to find out why capture management did not run during this time. The device was removed and replaced. The rv lead was capped and a previously capped lead was used in its place. No patient complications were reported as a result of this event.

Manufacturer narrative:
Further review prompted a change in the device analysis results. Evaluation summary: (B)(4): the device was returned, analyzed and no anomalies were found. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
Evaluation summary: (B)(4): the device was returned, analyzed and no anomalies were found. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.